Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead implanted: 2013 (B)(6); addrl1 implantable pulse generator (ipg) implanted 2013 (B)(6). (B)(4).

Event description:
It was reported the patient presented to the emergency room with chest pain, apparent cardiac tamponade and lead dislodgement. A pericardial drain was placed and 800cc of bloody drainage was collected. The leads were repositioned in the operating room under fluoroscopy and with transesophageal echocardiogram and remain in use. It was further reported that at the time of tamponade the lead measurements were within normal range. No further patient complications have been reported as a result of this event.